Event description:
It was reported that the patient with an artificial urinary sphincter (aus) device continued to experience incontinence after the device was implanted. The physician determined the device was no properly withholding the patient's urine due to the location it was implanted in. There was no device malfunction. A revision surgery was performed during which time the cuff was explanted and the space behind the urethra was further dissected. A new cuff, which was increased in size by 0.5 cm, was implanted in a different location on the urethra. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of malposition of device is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.